Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a rist catheter. The catheter broke inside the patient and the physician had to do a cut down to remove the catheter. Physician admits this had nothing to do with the catheter. It was completely operator error. No additional information was reported.

Event description:
Additional information was received indicating the catheter was prepared as suggested in the IFU. The catheter was broken because the physician was pushing too hard and manipulating it too excessively. The allegation that the physician had to cut down was referring to the patient having to cut the skin and retrieve the catheter via incision. The access was from the radial location of the wrist and it was not specified which side of the body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.